Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the arterial blood gas was at 34° with a po2 of 150 increased concentrations (fio2). Per facility, the patient with a body surface of 1.9m2 with aortic insufficiency and ischemic heart disease was admitted to the extracorporeal circulation with no news. 10 minutes after the first arterial blood gas at 34°, with po2 of 150 increased concentrations (fi02) of the blender from 60-80% lowering the patient's body temperature to 30°. Gasometry performed with a po2 of 220 something that caught the attention due to the patient's metabolic requirement which leaded the need to increase the level of oxygenation of the patient, bringing it to 100% fio2 and performing techniques such as increased cardiac output and reducing the temperature to 28 degrees. Once the temperature increased, the visual level of oxygenation in both arterial and venous tubelades was notorious by colimetry. Hypothermia and fio2 increase to 100% to mitigate the issue. *patient died of cardiogenic shock - post operation. *the product was not changed out. *the surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. H6: component code: 4739 - gas exchanger; health effect - impact code: 1802 - death; health effect - clinical code: 2262 - cardiogenic shock; medical device problem code: 1670 - use of device problem; investigation findings: 3233 - results pending completion of investigation; investigation conclusions: 11 - conclusion not yet available.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on april 5, 2023. Upon further investigation of the reported event, the following information is new and/or changed: d3: (manufacturer - corrected email address). D4 (additional device information - added expiration date). G1 (all manufacturer - name, email address and phone number). G3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to correction and additional information). H4 (device manufacture date). H6 (identification of evaluation codes 3331, 4114, 3221, 4315). Type of investigation #1: 3331 - analysis of production records. Type of investigation #2: 4114 - device not returned. Investigation finding: 3221 - no findings available. Investigation conclusions: 4315 - cause not established. The actual sample was not available, since the actual sample could not be confirmed, it was not possible to clarify the cause of this case. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.